Manufacturer narrative:
MFR ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "door latch" which was reproduced as a door not fully latched. Alarm while running a loaded set. "Door jammed" alarms were confirmed through review of the event history log, indicating door latch issues. This was found to be caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had door latch issues. Any patient involvement, injury or medical intervention is unknown.